Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distraction stage completed and all went well. The patient is now in consolidation stage. The revision surgery was not completed on the same day as the original procedure. There has been no change in the patient's post-op care.

Event description:
It was reported that on day four (4) the extension arm has detached on the right side. The surgeon noted that the extension arm had to be moved because of interference during a post-operative x-ray; this caused it to disconnect from the patient and it is now embedded into soft tissue. It was noted the patient experienced pain and was required to have a revision surgery to reattach a new extension arm to complete the full distraction plan of eighteen millimeters (18 mm). The revision surgery occurred on (B)(6)2024. This report is for a extension arm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d2: additional product code: pbj. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.